Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a wire in a PICC kit would not thread into to the needle. The wire was saved, and it feels a little different at the end. The customer reports as if its partially broken at the end.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a wire in a PICC kit would not thread into to the needle. The wire was saved, and it feels a little different at the end. The customer reports as if its partially broken at the end.